Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the main switch for the rf amplifier was off. Switching on the main switch resolved the signal issue but the error message still persists. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a cranial resection procedure, the site was unable to perform any scans with the imaging system and the coil signal is zero on both sides. After restarting the system, an error in rf-amplifier communication, error message was displayed. Calibrating the system did not resolve the issue. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No information was provided on patient outcome.